Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-aug-2016, an fse visited the customer onsite and replaced the diluent electrode assembly. Afterward the instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was diluent bottle cap assembly was broken.

Event description:
On (B)(6) 2016, a customer reported that the diluent cap assembly broke in their aia-2000 analyzer. The customer was unable to run afp and beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp and beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.